Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature switching events prior to batteries reaching the 25% threshold. Analysis of (B)(4) revealed that the device met specifications. The device was related to the reported event; however the event could not be replicated at the bench level. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries with the potential to malfunction due to faulty internal cells. Heartware has opened an internal investigation to evaluate these types of issues. This is one of seven reports (3007042319-2015-01296, 3007042319-2015-01297, 3007042319-2015-01298, 3007042319-2015- 01299,3007042319-2015-01300, 3007042319-2015-01301 and 3007042319-2015-01302) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of seven reports (ref 3007042319-2015-01297, 3007042319-2015-01298, 3007042319-2015-01299, 3007042319-2015-01300, 3007042319-2015-01301 and 3007042319-2015-01302) submitted for devices related to the same event. Controller has not been received.

Event description:
It was reported from (B)(6) by the vad nurse that the patient has experienced all batteries switching on both ports. The controller and all batteries were exchanged and there were no effects to the patient reported. This is report 1 of 7.